Event description:
It was reported that customer experienced issues with cartridges not snapping in place. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding the outcome of the event or any corrective actions taken.